Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 357mg/dl,225mg/dl,201mg/dl. Tests were done 11-20 minutes apart with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.